Event description:
Patient in wheelchair in room with chest strap (two buckles) and lap strap buckled. After about 20 minutes since last check, patient was found to have slid down chair with lower chest strap unbuckled and chest strap around neck. CPR was initiated for approximately 1 minute to stabilize patient and was transferred to acute care hospital ICU. Patient considered to have returned to pre-event baseline condition after about 3 weeks.